Manufacturer narrative:
Insulin pump passed displacement test and self test. No watch dog time out alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had watchdog timeout alarm. The customer¿s blood glucose was 169 mg/dl. Customer was assisted with troubleshooting. The customer stated that self test was not ok and alarm was occurred 6 times. The insulin pump will be returned for analysis.